Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy. The nurse (rn) stated that one of the unused supply lines were open. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was use error open clamp.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A 510k number will not be provided in the MDR as the product code and lot number are unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 1 of 5. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The nurse (rn) stated that one of the unused supply lines were open. Global product surveillance (ps) contacted the nurse (rn) on (B)(6) 2011 regarding the reported alarm. The rn did not know anything about the alarm. The rn stated that the reporting rn worked the night shift. There was no patient injury or medical intervention reported.